Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous superficial femoral artery (sfa). A 6f 45cm non-bsc sheath was placed. A non-bsc guide wire was advanced and crossed the lesion. The 3.0mm x 40mm sterling balloon was advanced for pre-dilation. The balloon was inflated once to unknown pressure, during the second inflation the balloon ruptured at 12atms. The device was removed and angiography was performed. There was no blood vessel damage. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).